Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 66-years-old patient with a 300021mm valve implanted in an unknown position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and six (6) months due to valve degeneration leading to stenosis and regurgitation. The patient presented with acute pulmonary edema before the valve-in-valve procedure. A 23mm transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be discharged home.

Manufacturer narrative:
Updated b5 and h6. Added information to. The device history record (DHR) review could not be performed because the serial number remained unknown. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus type 2.

Event description:
Edwards received notification that a 66-years-old patient with a 300021mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and six (6) months due to valve degeneration leading to stenosis and regurgitation. The patient presented with acute pulmonary edema before the valve-in-valve procedure. A 23mm transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be discharged home.